Manufacturer narrative:
The company service rep examined the system and found that it met specifications. He activated six ultrasonic handpieces for 30 seconds at 100% power and all handpieces tuned successfully. There were no error codes. The company service rep could not duplicate the reported problems. One ultrasonic handpiece was observed to have a bent nosecone.

Event description:
The facility reported during 3rd case of the day, that their ultrasonic handpiece had stopped tuning. They were advised to re-tune the handpiece in the second receptacle and the handpiece re-tuned fine at 30%. They were advised to increase the surgeon settings to 100%. Subsequently a posterior capsule tear occurred and part of the cortex fell into the vitreous. The surgeon was unable to retrieve it and stopped the case. The pt was referred to retinal specialist. The remaining cases for day were cancelled.